Event description:
A nurse reported a pt with toxic anterior segment syndrome (tass) following intraocular lens (iol) implant surgery. In a f/u, the nurse reported the pt presented with symptoms of corneal edema on the first postoperative day. The pt was treated with medications. The outcome of the event is unk. No cultures were taken. There are three medical device reports associated with this event. This report is for the iol.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined. There have been no other complaints reported in the lot number. Additional info was requested on (B)(6) 2012 by phone, fax, and mail. A completed questionaire was received on (B)(6) 2012. Additional info was received in a f/u phone call on (B)(6) 2012. (B)(4).